Event description:
Additional information received reported that they just got the explanted pump from the hospital and was planning on sending it back to the manufacturer for analysis.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 20 mg/ml dilaudid at 10.246 mg/day, 600 mcg/ml clonidine at 307.39 mcg/day, 8 mg/ml bupivacaine at 4.0986 mg/day, and 96.3 mcg/ml baclofen at 49.336 mcg/day via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient's pump began alarming "2-3 days ago" and it was determined a motor stall had occurred. It was asked how to restart the pump, however it was reviewed the pump could not be restarted, but it could restart on its own at any point. The patient's symptoms included "some nausea and fatigue". It was noted the patient had not recently had an MRI.

Manufacturer narrative:
Additional information provided changed the type of reportable event from malfunction to now being reportable for serious injury.

Event description:
Additional information received on 2016-dec-21 from a healthcare professional reported on (B)(6) 2016 patient's pump will be emergently replaced and hcp needed to reach local company representative for assistance in the operating room (or). It was noted the patient was in the emergency room last night due to withdrawal symptoms and audible alarm for the past 3 days.

Manufacturer narrative:
Analysis of the pump revealed a gear train anomaly due to corrosion and wear, and a stall due to shaft-bearing. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.